Event description:
It was reported that high impedance and an increase in capture threshold were observed. Lead fracture suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.